Manufacturer narrative:
Section b5: the recent controller exchange for power cable fatigue is addressed under MFR # 2916596-2021-04941. The 31aug2021 controller exchange is addressed under MFR # 2916596-2021-05518. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The heartmate mobile power unit (mpu) was not returned for analysis; however, a log file was submitted. The submitted log file contained data spanning approximately 23 days (31jul2021 ¿ 23aug2021 per the timestamp). The log file captured a no external power alarm on 20aug2021 at 18:32:14 while connected to the mobile power unit due to a loss of external power. During this time, the rsoc voltage in both power cables measured approximately 5 volts, and the bus voltage measured approximately14.5 volts. The alarm resolved when external power was restored to the unit. There were no other notable atypical alarms active in the log file. Multiple attempts were made to obtain additional information about the reported event such as the serial number of the mobile power unit (mpu), if the mpuy will be returning, if the mpu has a v-lock connector on the ac power cord, I it is known if the power cord came loose at the wall/outlet or at the back of the unit, and if there were any environmental circumstances; however, no response was given. The root cause of the reported event could not be determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate iii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had log files sent in for multiple power disconnects and low voltage events. The system controller was recently changed for power cable fatigue. It was also reported the patient's cat had been chewing on cables, it was undetermined if it is was the power cable, driveline or both. Technical services found the low voltage hazard while using the mobile power unit (mpu) and was caused from both power leads being disconnected enabling the backup battery in the system controller until power was restored to the mpu. Additionally, technical services found that the mpu lost total power enabled the backup battery in the controller until power was restored to the mpu. There was nothing else unusual in the log file towards the peripheral equipment or the driveline, but recommended that the patient not allow their cat to chew the cables. On (B)(6) 2021 it was reported that the controller was exchanged. Additionally, it was reported that the system controller was exchanged again on (B)(6) 2021 after red heart alarms occurred and there were apparent cat bites on the system controller¿s power cords. The alarms resolved with this controller exchange. Related manufacturer report numbers: MFR # 2916596-2021-04915, MFR # 2916596-2021-04916.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files captured a couple low voltage hazard events. One event on (B)(6) 2021 appeared that the mobile power unit (mpu) lost total power and enabled the backup battery in the controller until the power was restored to the mpu. The other low voltage event occurred on (B)(6) 2021 and looks as though both power leads were disconnected during a power source change. The integrity of the driveline wire data looked good.